Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovidepscope exhibited error code e117. The issue occurred durign reprocessing. There was not patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e226. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.